Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 4. The tsr had the hp close all clamps and cycle power, a se 2367 occurred so power was cycled again. The tsr explained the alarm. The hp stated they disconnected and did not reconnect in time. The tsr explained to discard all supplies and notify the nurse about the alarm. The sample was discarded and the hp used manual supplies to complete therapy. There was no patient injury or medical intervention reported. No further information is available at this time. Product surveillance contacted the pd rn regarding the system error 2240. The pd rn stated that she was not contacted about the error. The pd rn reviewed her system to see if the hp had contacted the on-call nurse and the hp had not. The pd rn stated the hp was currently using the cycler for therapy and there was no adverse event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated they disconnected and did not reconnect in time. The batch review was not performed because the lot number is not available. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).